Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range pacing impedance values, as well as high threshold indicators, were exhibited with this right ventricular lead. It was further communicated the rise had been gradual, with a technical assessment indicating this was likely a tissue to lead tip anomaly, due to calcification lead tip buildup. To date, no noise or sensing issues have been reported. Technical services (ts) reviewed device history, confirming a consistent rv sensing at greater than 5mv, with a corresponding shock impedance stable between 40-45 ohms. No shocks had been delivered since 2009 (date of implant); ts concluded that there was no indication, nor evidence that the tachy portion of the lead was compromised. If the values continued to rise to over 3000 ohms, ts recommends a lead revision as performance could no longer be supported/monitored. The patient has been scheduled for a lead revision. During a subsequent revision procedure, this lead was surgically abandoned. It was additionally reported that during the revision procedure, the physician observed the lead twisted in accordance with a twiddler's syndrome. No resulting adverse patient effects reported and another boston scientific lead then implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.